Manufacturer narrative:
No device malfunction reported.

Event description:
(B)(6) female presented with known tracheal stenosis with tracheostomy for treatment of obstructing granulation tissue above and around tracheostomy. She is known to have multiple medical problems as well as a history of tracheal resection with surgical re-anastomosis performed by dr. (B)(6). The patient failed this repair and had subsequent development of these issues of granulation tissue after placement of the tracheostomy. The redevelopment of a tracheal stenosis along with the granulation tissue growth have led to the patient having difficulties breathing as well as increasing difficulty with suctioning through the tracheostomy for removal of mucous. This mucous impedes her ability to breath normally. At the time of her procedure on (B)(6), it was noted that a rigid bronchoscope could not be placed. A laryngeal scope was placed through the vocal cords to open them as the cords were stenotic. A flexible bronchoscope was passed and the tracheostomy tube was removed. Inspection revealed a large amount of granulation tissue in the subglottic region leading to at least a partial obstruction. Given that the granulation tissue needed to be excised and that the patient would not tolerate a drop in inspired o2 that would allow for cautery to be used to decrease bleeding from the granulation tissue, the physician decided to utilize spray cryotherapy to reduce bleeding while resecting the granulation tissue. Coming into the area with the spray cryotherapy catheter via the working channel of a therapeutic bronchoscope, two applications of spray cryotherapy were performed to the subglottic mass without incident. With each spray there appeared to be adequate gas egress via the tracheostomy tube as well as through the vocal cords. On the third cryospray the patient became hypotensive and a tension pneumothorax was suspected and subsequently noted on the left side. The patient became hypotensive but had a normal heart rate and rhythm. The left chest tube was placed successfully and she became normotensive. Almost immediately after left chest tube placement she developed a ventricular fibrillation and again began dropping her blood pressure. CPR was initiated until the defibrillator was ready and then used to attempt cardioversion of the heart rhyme. Cardioversion was successful and the patient became hemodynamically stable. During the resuscitation, the anesthesiologist did employ an esophageal ultrasound and it was noted that the left side of the heart had air present. The cause of this air in the left side of the heart was felt to be due to lung trauma from the tension pneumothorax and its subsequent decompression by chest tube placement. The patient did recover sufficiently to be taken off ventilation but did not return to normal baseline sensorium. She had been known to have white matter degeneration prior to this procedure and subsequent brain scan found changes consistent with a hypotensive neurologic injury. She was eventually discharged to a facility for further recovery and care.

Manufacturer narrative:
No device malfunction reported.

Event description:
(B)(6) yo female presented with known tracheal stenosis with tracheostomy for treatment of obstructing granulation tissue above and around tracheostomy. She is known to have multiple medical problems as well as a history of tracheal resection with surgical re-anastomosis performed by dr. (B)(6). The patient failed this repair and had subsequent development of these issues of granulation tissue after placement of the tracheostomy. The redevelopment of a tracheal stenosis along with the granulation tissue growth have led to the patient having difficulties breathing as well as increasing difficulty with suctioning through the tracheostomy for removal of mucous. This mucous impedes her ability to breath normally. At the time of her procedure on (B)(6), it was noted that a rigid bronchoscope could not be placed. A laryngeal scope was placed through the vocal cords to open them as the cords were stenotic. A flexible bronchoscope was passed and the tracheostomy tube was removed. Inspection revealed a large amount of granulation tissue in the subglottic region leading to at least a partial obstruction. Given that the granulation tissue needed to be excised and that the patient would not tolerate a drop in inspired o2 that would allow for cautery to be used to decrease bleeding from the granulation tissue, the physician decided to utilize spray cryotherapy to reduce bleeding while resecting the granulation tissue. Coming into the area with the spray cryotherapy catheter via the working channel of a therapeutic bronchoscope, two applications of spray cryotherapy were performed to the subglottic mass without incident. With each spray, there appeared to be adequate gas egress via the tracheostomy tube as well as through the vocal cords. On the third cryospray the patient became hypotensive and a tension pneumothorax was suspected and subsequently noted on the left side. The patient became hypotensive but had a normal heart rate and rhythm. The left chest tube was placed successfully and she became normotensive. Almost immediately after left chest tube placement she developed a ventricular fibrillation and again began dropping her blood pressure. CPR was initiated until the defibrillator was ready and then used to attempt cardioversion of the heart rhyme. Cardioversion was successful and the patient became hemodynamically stable. During the resuscitation, the anesthesiologist did employ an esophageal ultrasound and it was noted that the left side of the heart had air present. The cause of this air in the left side of the heart was felt to be due to lung trauma from the tension pneumothorax and its subsequent decompression by chest tube placement. The patient did recover sufficiently to be taken off ventilation but did not return to normal baseline sensorium. She had been known to have white matter degeneration prior to this procedure and subsequent brain scan found changes consistent with a hypotensive neurologic injury. She was eventually discharged to a facility for further recovery and care.